Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling off a ladder and tearing her rotator cuff, it would not heal. The painful subluation post injury prompted revision. No implant failure.